Event description:
Account reported a hemoglobin (hgb) of 7.3 g/dl on a pt that had a previous hgb of 14.7 g/dl a week earlier. The result was questioned as there was no medical explanation for the change in hgb. The account obtained a new specimen from the pt and sent it to a reference lab. The reference lab hgb results were 12.7 g/dl. There was no report of impact to pt management.